Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device # 1 of 2: reference MFR. Report:16271487-2016-02945. It was reported the patient was experiencing back pain, however her scs system was only covering leg pain. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the leads. The patient is receiving effective stimulation.

Manufacturer narrative:
Explant date initially reported was incorrect. The actual explant date is unknown.

Event description:
Device # 1 of 2: reference MFR. Report:16271487-2016-02945.